Event description:
The customer reported that one patient after an endoscope procedure experienced "abdominal pain and thickening of the colon" noted on CT scan. The patient was treated in the emergency room. The customer did not have any information of how the patient was treated. The customer stated that they are again using the unit with a second full rinse cycle and needed a tubing to be replaced. Asp medical safety officer provided customer the tubing part number.

Manufacturer narrative:
"Abdominal pain and thickening of the colon."